Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: this is report 1 of 4 for (B)(4). It was reported by the customer in (B)(6) that on (B)(6) 2021, a patient underwent an open reduction internal fixation surgery for the trochanteric fracture of femur with the tfna long nail +agmt in question. According to the report, the surgery was completed successfully without any surgical delay. It was reported that after the surgery, on (B)(6) 2022, the patient presented to the emergency room with pain. It was reported that on (B)(6) 2022, a CT was performed which at that time the implant had been broken but the attending physician overlooked it. It was reported that the patient was prescribed with pain medication only. It was reported that on (B)(6) 2022, a fracture of the implant was recognized. It was reported that on (B)(6) 2022, the tfna implant was removed and reoperated with an artificial head and gtr plate. The surgery was completed successfully without any surgical delay. The surgeon commented that the prolonged fusion due to fibrous scar may have loaded the implant and broken the nail. The patient had a history of cancer but no recurrence, and she was able to walk independently. No further information is available. This complaint involves four (4) devices.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d2: additional procode: ktt. H3, h6: manufacturing location: monument; manufacturing date: 17 june 2020; expiration date: 01 june 2030; part: 04.037.020s, 10mm/125 deg ti cann tfna 300mm/right- sterile; lot: 58p3340 (sterile). Production order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label logs (pll) was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Sterilization control number (scn) supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part: 04.037.912.3, tfna lock drive; lot: 54p5656. Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part: 04.037.912.4, wave spring, shim ended; lot: 45p7081. Production order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.942.2, lock prong, 130 degree tfna; lot: 46p2215. Production order traveler met all inspection acceptance criteria. Part: 21127, timoagri16.00; lot: 41p0463. Inspection instruction met all inspection acceptance criteria. Certified test report supplied by perryman company was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tfna fem nail ø10 r 125° l300 timo15 has broken, the broken fragment was returned. No other problems were reported. A dimensional inspection was not performed for the tfna fem nail ø10 r 125° l300 timo15 due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to excessive/unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 125° l300 timo15 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed? Current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.